Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 421mg/dl. Drive support cap appears normal (recessed). Customer was neither in emergence room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer dis not mention any symptoms of high blood glucose level. The customer was treated with manual injection but could not bring blood glucose level down. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected rewind anomaly, no delivery alarm or prime/fill anomaly noted during testing. Unit had minor scratched lcd window, scratched case, cracked reservoir tube lip, cracked reservoir tube window, stained address/serial number label and stained end cap sticker.